Manufacturer narrative:
Technician replaced the brake block and brake caster and this resolved the problem. Technician stated no pt was in the bed and no injury reported. The bed was found in front of bed shop.

Event description:
Technician alleges the brakes are not holding.